Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received. The patient had a fall and began experiencing inadequate stimulation from their right side drg lead as well as pocket discomfort. Patient had undergone a revision for effective leg coverage however the physician was unsuccessful in placing l5 lead due to patient anatomy. Patient still has effective bilateral s1 leads. The ipg was not replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent a surgical revision of their drg system on (B)(6) 2023 wherein an attempt was made to place a new lead and was unsuccessful. The remaining implanted leads were left unrevised and gore mesh was wrapped around the patient's ipg due to the patient's nickel allergy. Surgical intervention may take place at a later date to address any coverage issue with the patient's remaining leads.

Event description:
Related manufacturer report number: 1627487-2023-00795. It was reported that the patient had a fall and began experiencing inadequate stimulation from their right side drg lead as well as irritation at the ipg site. Surgical intervention may be undertaken at a later date to rectify the patient issue.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8583633.